Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that the passive prove was intermittently tracking. The site swapped probes multiple times with no effect. The patient was not present during the probes intermittent blinking on the screen. The issue has been resolved due to the probe being bent.

Manufacturer narrative:
H3) onsite functional and visual examination was performed by a manufacturer representative. The issue was due to bent instruments. The instruments have not be returned for analysis medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.